Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the clinic with a twitching feeling. Upon interrogation, atrial lead dislodgement was observed. The lead was repositioned successfully on (B)(6) 2018. Patient was in stable condition.